Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device.

Event description:
It was reported that patient was not getting right-sided coverage, which is where his pain is. His pain can be as severe as a 9 out of 10. He takes percocet for his pain. The patient underwent revision procedure. Patient is reporting great coverage. His original battery was discarded.

Event description:
It was reported that patient was not getting right-sided coverage, which is where his pain was. His pain can be as severe as a 9 out of 10. He takes percocet for his pain. The patient underwent an implantable pulse generator (ipg) replacement procedure, and two spinal cord stimulation (scs) leads were added. The patient was doing well postoperatively. The explanted device was discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.